Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he went to urgent care due to high blood glucose levels, with a reading of 485 mg/dl. The customer stated that he was experiencing high blood glucose and stomach pain prior to the event, and he didn't know if he had a stomach virus as he was unable to eat. The customer was treated with an IV as he was very dehydrated. Troubleshooting was performed, and the time and date were programmed correctly. The basal rates were programmed, but the customer didn't know if they were correct. Referred the customer to his hcp for assistance with basal rates. The insulin pump passed the prime and high pressure tests. During the call, it was also mentioned that the paramedics were called for assistance due to low blood glucose on (B)(6) 2013. The customer's wife found him having seizures and called the paramedics. The customer's wife was able to treat the customer with glucagon. Nothing further was reported.